Event description:
Patient was revised due to pain and elevated cocr levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update: (B)(4) 2012: litigation documents were received. Litigation alleges that the patient suffered left hip pain that was growing increasingly severe in the year prior to his revision surgery, difficulty walking and felt like his hip was going to give out at any moment, elevated metal ions levels, during revision surgery fluid was found in the medial and greater trochanter, upon removal of the femoral head multidirectional fine lines were noted throughout the head and the capsule was thinned removing the synovial side where the brown staining occurred. There was a small pseudotumors-like mass anteriorly distal to the border of the acetabulum that was removed as well. There was a small cyst extending into the hip and the pubic root which was curetted out and had a brown stained lining. The patient also had excessive levels of chromium and cobalt. There is no new information that would change the outcome of the investigation.